Manufacturer narrative:
Device not returned. Unfortunately, the device is unavailable for evaluation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Additional manufacturer narrative: through follow-up with the health-care provider, a copy of the operative report was received. According to the report, the valve was "heavily stenotic due to the calcification of leaflets." Therefore, the valve was removed and replaced with another edwards bioprosthetic valve.

Event description:
Patient and/or device status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not a conventional customer complaint. In this case, it was reported that the device was explanted. The date the device was explanted was not provided. Through follow-up with the healthcare provider, it was learned that the device was explanted due to calcification. No other details were provided.